Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. A single chamber implantable pulse generator (ipg) with an right ventricular (rv) lead was implanted. No further patient complications have been reported as a result of this event.